Manufacturer narrative:
The investigation determined that discordant, false reactive vitros sars-cov-2 antigen (cv2ag) results were obtained from a single patient sample when tested using vitros cv2ag lot 2000 on a vitros xt7600 integrated system. The results were discordant when compared to a non-reactive vitros cv2ag result for the same patient sample and a negative pcr result for the same patient sample. A definitive cause of the event was not determined. A vitros cv2ag lot 2000 reagent issue cannot be ruled out as a contributor to the event as the customer does not routinely run qcs to verify vitros cv2ag reagent assay performance. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cv2ag lot 2000. There was no evidence of an instrument malfunction. However, there was no indication diagnostic precision testing was conducted to verify instrument performance around the time of the event. Therefore, an instrument issue cannot be ruled out as a contributor to the event. The name of the viral transport medium (vtm) used by the customer for patient sample preparation for use with the vitros cv2ag reagent assay was not provided when requested. It cannot be confirmed whether the vtm used by the customer contributed to the discordant, false reactive vitros cv2ag results for patient 1. In addition, it was not determined whether the sample from patient 1 was a nasopharyngeal specimen or a mid-turbinate specimen. No information was provided in regard to the storage condition for the sample from patient 1. It was not known what date the sample from patient 1 was extracted. Patient samples can be stored at room temperature (24 hours) or refrigerated (48 hours) as per the vitros cv2ag IFU. As the initial testing for patient 1 took place on (B)(6) 2022 (where non-reactive results were obtained), the sample was outside the recommended storage time when the discordant, false reactive vitros cv2ag results were obtained on (B)(6) 2022. Improper storage of the sample from patient 1 cannot be ruled out as a contributor to the event. No information was provided in regard to the handling or preparation of the sample from patient 1 that produced the discordant, false reactive vitros cv2ag results. The customer indicated the sample from patient 1 was turbid when the discordant, false reactive vitros cv2ag results of 1.94 and 2.43 s/c were obtained. The pcr result for this sample was negative. The customer rerun the sample from patient 1 but avoided impurities in the sample when extracting for vitros cv2ag testing. The non-reactive vitros cv2ag result 0.74 s/c was obtained when the customer performed testing using the sample avoiding impurities. An issue with the pre-analytical patient sample handling cannot be ruled out as a contributor to the event. Email address for contact office in field above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report that discordant, false reactive vitros sars-cov-2 antigen (cv2ag) results were obtained from a single patient sample when tested using vitros cv2ag lot 2000 on a vitros xt7600 integrated system. The results were discordant when compared to a non-reactive vitros cv2ag result for the same patient sample and a negative pcr result for the same patient sample. Patient 1, vitros cv2ag results of 1.94 and 2.43 s/c (reactive) versus the expected result of non-reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The false reactive vitros cv2ag results were not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).